Event description:
Procedure: wedge resection, pt sex: unk. Reportedly, the surgeon grasped the tissue and squeezed the handle but could only fire halfway. The stapler made an abnormal sound, then the surgeon opened the jaw and removed the device. A new cartridge was loaded and the stapler was fired again. Again the noise was heard, the clacking sound was confirmed. However, during this firing the knife was broken inside of the device. The tissue had to be cut additionally, and the fragment was reinforced with hand sewing.